Event description:
An attempt to flush a vascular access device was unsuccessful with a leak of the saline solution noted exiting around the device onto the patient's skin. An examination by interventional radiology revealed that the tip of the catheter had been broken off and migrated to the right atrium. The angiography team proceeded to extract the displaced tip with a snare through a percutaneous femoral approach leaving the remainder of the device in place to be replaced by the referring institution. The catheter had been placed at the referring institution approximately 7 months prior to the incident. The referring institution provided the vascular access device manufacturer, model and lot number information to enable this report to be filed.